Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that it is difficult to clean the milling shaft in the rubber seal in the region of the joint. It is also reported that fine bone parts remain in this area.

Manufacturer narrative:
Zimmer (B)(4) is not the legal manufacturer of the reported device. Therefore this case was invalidated. Please also invalidate the case from your system. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on may 9, 2016. Zimmer (B)(4) is not the legal manufacturer of the reported device. Therefore this case was invalidated.